Event description:
It was reported that the patient received inappropriate high voltage therapy shocks due to oversensing. The measured pacing lead impedance value on the lead was high (>3000 ohm). The sensing integrity counter (sic) of the ICD registered a high number of short intervals. The patient wished to deactivate the complete system. Patient alert was programmed off and the patient will discuss system explant with the physician. It was later reported that the system is still implanted, but has been deactivated. The date of deactivation is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.